Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient developed an infection at the pocket site. Patient symptoms were redness and oozing. The patient was prescribed antibiotics. The physician believed the infection was not device related; it was due to incision never fully closed. The patient underwent revision procedure to move the ipg to the other side and was reportedly doing well postoperatively.